Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9 (device available for eval), d10, e1(initial reporter, event site email) e2, e3, e4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields: e1 (event site telephone): (upon further review and new information received regarding service/repair that makes the event reportable to FDA. Hence, the supplemental MDR along with the investigation has been submitted.) A getinge field service engineer (fse) on the 29-05-2025, attended the site and located the system to be repaired, performed visual inspection around the unit and everything looks as per normal, logged into the service mode and retrieved error logs. Dismantled the system and performed cleaning process per getinge recommendation. Re-fitted five thousand kit as per normal. Re-assemble the system, 9v internal battery replaced. Fse also replaced compressor, scroll as it was due, regulator, drive as both vacuum and pressure were out off recommended values even when it was adjusted and failed pm as well and mufflers as it's pm part. Time and date adjusted. Recorded system information. Technical logs checked all ok. Replaced pressure seal o-ring as part of pm. Calibration checks as per getinge gain check verification protocol. Safety checks completed, line with pm checklist. Leak test - passed. All manifolds test - passed. Doppler checked/passed. Visual and functional check - passed. Diagnostic test- passed. Est completed.

Event description:
It was reported by getinge fse that during service, the cardiosave intra-aortic balloon pump's (iabp) compressor requires replacement. There was no patient harm reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump's (iabp) compressor requires replacement. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 ( investigation findings , component codes ), g2.